Manufacturer narrative:
(B)(4) additional suspect medical device components involved in the event: model #: sc-8216-50, serial #:(B)(4), description: artisan surgical lead, 50cm model #: sc-4316, lot #: 16588631. Description: next generation anchor kit-sterile the explanted devices were not returned to bsn.

Event description:
A report was received that the patient was experiencing discomfort at the ipg site since the patient was a smaller person and did not have a lot of cushion. The patient underwent an explant procedure. No device malfunction was suspected.